Event description:
The unit shut down when the user unplugged it. The automatic switch to battery power did not function. No patient was connected when the problem occurred.

Manufacturer narrative:
This report is due to a service report screening.